Event description:
The customer stated that her meter was reading too low. While troubleshooting, she performed control tests and rec'd results of 10 and 33 mg/dl. The normal control range was 97-133 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for eval, and replacement test strips will be sent.